Event description:
A report was received that stated, the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the position potentiometer cable was loose. The position potentiometer cable was reinserted into the proper position. After repair, the device was found to pass all delivery, accuracy and functional tests.